Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient passed away due to respiratory failure. Additional information reveals that on (B)(6) 2021, while being suctioned via tracheostomy, the patient vomited coffee ground emesis and respiratory arrested. The patient never lost pulse but their mean arterial pressure (map) and oxygen saturation (o2) were critically low for a short period. The patient¿s o2 and map were brought back up with mechanical ventilation with 100% o2 and the patient did open eyes and respond to verbal commands. The patient's caregiver elected to continue all current treatment including the ventilator but the patient was made do not resuscitate (dnr). Over the next 24 hours, arrangements were being made to go home on hospice but the patient continued to decline and expired on (B)(6) 2021 at 13:21. The family was at the bedside. The left ventricle assist device (lvad) and ventilator were stopped. It was reported the death was not device related and the device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (respiratory failure, patient outcome) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6)could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. The center reported that on (B)(6) 2021, the patient vomited coffee ground emesis and respiratory arrested. The patient never lost pulse but map (mean arterial pressure) and o2 sats (oxygen saturation) were critically low for a short period. Patient¿s o2 and map were brought back up with mechanical ventilation with 100% o2 and patient did open eyes and respond to verbal command. Patient caregiver elected to continue all current treatment including ventilator but patient was made dnr (do not resuscitate). Over the next 24 hours, arrangements were being made to go home on hospice but patient continued to decline and expired on (B)(6) 2021. The patient outcome was not considered to be device related. The device reportedly operated as expected. The center reported that heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) rev. C, is currently available. Section 1 of this IFU respiratory failure and death as adverse events that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event